Manufacturer narrative:
(B)(4). While being hospitalized for an unrelated issue, the patient experienced peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. The reporter of the event was the patient's sister, not the nurse. The following information should have been included: on the day of the abdominal surgery, the patient's peritoneal dialysis (pd) catheter was removed. A review of all batch record documents was conducted for potentially associated lot numbers h13d25087, h13f15042 and h13f25066 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis (pd). While hospitalized for an unrelated event, the patient was diagnosed with peritonitis manifested by no appetite and feeling sick. The patient underwent abdominal surgery for an unknown indication and it was revealed that the patient had an infection in their stomach. It was also noted that part of the patient's colon was dead. Pd therapy was discontinued and the patient was placed on hemodialysis. Treatment for the events was not reported. The patient had not yet recovered from the events and remained hospitalized. No additional information is available at this time.

Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available from this review, a follow-up report will be submitted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).